Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 32gx4mm english was clogged during injection. The following information was provided by the initial reporter: details of complaint: customer was injecting require amount of insulin when needle stopped working during the injection process (only delivered 3 units of insulin).

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that pn 32gx4mm english was clogged during injection. The following information was provided by the initial reporter: details of complaint: customer was injecting require amount of insulin when needle stopped working during the injection process (only delivered 3 units of insulin).